Event description:
It was reported that there was no resistance noted when removing the protective sheath from the 5.0x40mm armada 35 balloon. There was no resistance noted during advancement to the 75% stenosis in the eccentric, moderately calcified iliac artery. The armada 35 was soaked prior to use and air was aspirated while the device was inside of the anatomy. The device was used for pre-dilatation, but the balloon ruptured during the first inflation at 6 atmospheres. The dilatation was performed with another balloon and the procedure was completed without further incident. There was no report of clinically significant delay and no patient effect caused by the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances from this lot. A query of the electronic complaint handling database indicated there had been no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.